Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chambers were not returned to fisher & paykel healthcare for evaluation. The investigation is thus based on the photography, videography and information provided by the customer, and our knowledge of the product. Results: visual inspection of the photography and videography provided by the customer revealed a crack at the chamber dome and water leak. Conclusion: we are unable to determine what had caused the cracking on the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the mr290v vented autofeed humidification chambers were leaking water near the chamber base after few days of use. There were no reported patient consequences.